Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7084541.

Event description:
It was reported that the leads of the spinal cord stimulator (scs) migrated causing the patient to experience stimulation in a non target area. It was stated that imaging was performed and confirmed the leads migrated however there was no history of trauma to cause the migration. The patient underwent a procedure in which the two leads were explanted and replaced with a new device, and is doing well post operatively. The leads will not be returned as they were disposed of by the facility.